Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tlh30 instrument was fired normally with tissue retaining pin on, the gap setting within firing range and safety off when firing. The surgeon experienced difficulty when dialing down ctc knob. After firing, cut distal protion of bowel and found no staples when removing device. The surgeon then struggled to purse string around remaining stump and used ussc premium ceea for bowel anastomosis. And on removal of that device, he found an anastomosis leak due to improper staple formation. This caused a considerable inconvenience to the surgeon and operating room staff. This also extended the operating room time approx. 3 hours. The pt is now on ward and had to have a defunctioning colostomy and two big robinson drains.